Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v420227, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
Additional information received reported the implantable neurostimulators (ins) were replaced and the patient was scheduled for a lead revision on 2014-(B)(6). It was unknown whether one or both of the leads would be replaced.

Event description:
It was reported that during an implantable neurostimulator (ins) replacement impedance values were measured to be ¿slightly high¿ and in the 4,000 ohm range. After the extension was disconnected and the lead was measured, impedances were found to be in the 8,000 range on all electrodes. The ins was replaced and the lead and extension were left implanted. Impedance values remained in the 4,000 ohm range, but therapy was being delivered without any known issue. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.